Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow up. Post paced t wave oversensing on the ventricular lead was noted. Programming changes were recommended and the device remains implanted.